Event description:
The customer reported an increase in bottle-side pressure sensor failures (pn 143715-100). The devices are alarming on patients and sometimes give channel error 240.4150. There have been about 7 failures in the past 2 months where before that it was sporadic. There was no report of patient harm and no medical intervention was required. The customer stated that no patient or event information is available.

Manufacturer narrative:
(B)(4). The customer's experience of a failed pressure sensor was confirmed in the device's error log and through functional testing. The pump module error log showed sixteen instances of error code 240.4150.0 (sensor broken high failure - bottle pressure) that occurred in the last quarter of 2012 and one instance that occurred on (B)(6) 2013. A visual inspection was performed. The pump module was received in fair condition with no issues noted other than the instrument seal was not intact. The pump module was functionally tested. The pump module alarmed immediately for "check IV set". The pressure sensors were electrically tested. The bottle voltage remained high at approximately 4.9706 volts. This result is consistent with the pressure sensors most common failures; however the root cause of the customer's pressure sensor failure was not identified.